Event description:
This is an international report of a patient that reported one cassette that did not have the protector cap on the patient line. There was no patient involvement.

Manufacturer narrative:
(B)(4). Sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The protector was not assembled on the patient line but it was inside the primary packaging. This is a manufacturing issue-assembly. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.